Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.

Event description:
It was reported that when patient presented in clinic for follow-up high impedance and threshold were observed. Physician also observed an edema and the onset of a perforation. The rv lead was explanted and replaced. Patient condition was stable.